Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: underweight, creases fold and opening curved on radius. A visual and microscopic analysis was performed which identified striated opening on radius, stress marks and wear abrasion. Based on the device analysis the final assessment is: a striated opening on radius assessed as surgical damage consistent in the use of some surgical tool. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.